Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - location of device: migration to uterine horn') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 508903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and menometrorrhagia. Concurrent conditions included vaginal itching, menorrhagia and retroverted uterus. Concomitant products included acetylsalicylic acid; caffeine; paracetamol; salicylamide (excedrin) from 2006 to 2015, cefixime (flexeril) from (B)(6) 2015, dexamethasone, drospirenone; ethinylestradiol (yasmin), ethinylestradiol; norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2015, glycopyrronium bromide (robinul), hydrocodone bitartrate; paracetamol (hydrocodone bitartrate and acetaminophen) from (B)(6) 2015, ibuprofen (motrin children), ketorolac tromethamine (toradol), lidocaine (xylocaine), methocarbamol (robaxin) from(B)(6) 2012 to (B)(6) 2012, midazolam hydrochloride (versed), neostigmine bromide (prostigmin), ondansetron (zofran), oxycodone hydrochloride; paracetamol (percocet), promethazine, rocuronium bromide (zemuron), suxamethonium chloride (anectine) and topiramate (topamax) since 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2007, the patient experienced abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2008, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, mood swings, migraine, headache, vaginal discharge, fatigue, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage, dysgeusia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysgeusia, fatigue, genital haemorrhage, headache, migraine, mood swings, urinary tract disorder and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2006: negative; on (B)(6) 2007: negative. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (left),occluded left tube by essure device, no essure device seen on right side; on (B)(6) 2007: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2006: ut retroverted, right ovary well, left ovary not seen. Essure coil noted in right horn. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received: previously reported event "injury" was updated to "abnormal bleeding (general)" new events hormonal changes describe: mood swings, allergic or hypersensitivity reaction type: metal taste in mouth, migraines/ headache, vaginal discharge, fatigue, lower abdominal pain, migration of essure device - location of device: migration to uterine horn, bladder or urinary problems or changes", new concomitant conditions and medications, lab data, essure removal date was added. Indication was updated, new lot number, patient dob added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - location of device: migration to uterine horn/ migration of essure device - right essure device missing location unknown, not seen the fallopian or in the right hemipelvis, uterine horn') in a 35-year-old female patient who had essure (ess205) (batch no. 621690-not valid,508903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and menometrorrhagia. Concurrent conditions included vaginal itching, menorrhagia, retroverted uterus, soreness of joint, back pain, shoulder pain, epigastric pain, dizziness, acute vaginitis, blood pressure high and vitamin d deficiency. Concomitant products included ascorbic acid;biotin;calcium pantothenate;calcium phosphate dibasic;cyanocobalamin;ferrous fumarate;folic acid;magnesium oxide;manganese sulfate;nicotinamide;potassium sulfate;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acid succinate;zinc sulfate (multi vitamins & minerals) since 2000, butalbital;caffeine;paracetamol (fioricet) since (B)(6)2015, caffeine;paracetamol (excedrin) from 2006 to 2015, cefixime (flexeril) from (B)(6)2015 to (B)(6)2015, dexamethasone, drospirenone;ethinylestradiol (yasmin), ethinylestradiol;norgestimate (sprintec) from (B)(6)2014 to (B)(6)2015, fluconazole (diflucan) from (B)(6)2013 to (B)(6)2015, glycopyrronium bromide (robinul), hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen) from (B)(6)2015 to (B)(6)2015, ibuprofen (motrin children), ketorolac tromethamine (toradol), lidocaine (xylocaine), methocarbamol (robaxin) from (B)(6)2012 to (B)(6)2012, midazolam hydrochloride (versed), neostigmine bromide (prostigmin), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), promethazine, rocuronium bromide (zemuron), suxamethonium chloride (anectine) and topiramate (topamax) since (B)(6)2015. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge/ yellow vaginal discharge/vaginal discharge"), migraine ("migraines"), headache ("headaches"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), vulvovaginal pruritus ("vaginal itching") and vulvovaginal mycotic infection ("vaginal infections/infection (bladder/urinary tract/vaginal): yeast infection") with vulvovaginal burning sensation. On (B)(6)2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 3 days after insertion of essure (ess205). On (B)(6)2006, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth/ other injury(ies) or complication please describe: metal taste in mouth."). In (B)(6)2007, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6)2007, the patient experienced pelvic pain ("chronic pelvic pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6)2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6)2008, the patient experienced fatigue ("fatigue"). On (B)(6)-2014, the patient experienced menometrorrhagia ("menometrorrhagia (excessive and continous bleeding with clots)"). In (B)(6)2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) mild spotting/heavy menstrual flow, large passing clots with longer duration/spotting increased in frequency and flow"). On an unknown date, the patient experienced metrorrhagia ("spotting in between cycles") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the device dislocation, vaginal haemorrhage, menometrorrhagia, vaginal discharge, migraine, headache, fatigue, bladder disorder, urinary tract disorder and fungal infection outcome was unknown and the pelvic pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, mood swings, dysgeusia, urinary tract infection, dyspareunia, vulvovaginal pruritus and vulvovaginal mycotic infection had resolved. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion: (B)(6)2006; (B)(6)2007. . Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2006: negative; on (B)(6)2007: negative. Hysterosalpingogram - on (B)(6)2006: unilateral occlusion (left),occluded left tube by essure device, no essure device seen on right side; on (B)(6)2007: total bilateral occlusion. Ultrasound scan vagina - on (B)(6)2006: ut retroverted, right ovary well, left ovary not seen. Essure coil noted in right horn.. Lot number reported 621690 is inv . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: pfs received. The event 'vaginal infection' was updated to vaginal yeast infection. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - location of device: migration to uterine horn') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (ess205) (batch no. 508903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and menometrorrhagia. Concurrent conditions included vaginal itching, menorrhagia and retroverted uterus. Concomitant products included caffeine;paracetamol (excedrin) from 2006 to 2015, cefixime (flexeril) from (B)(6) 2015 to (B)(6) 2015, dexamethasone, drospirenone;ethinylestradiol (yasmin), ethinylestradiol;norgestimate (sprintec) from (B)(6) 2015 to (B)(6) 2015, glycopyrronium bromide (robinul), hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen) from (B)(6) 2015 to (B)(6) 2015, ibuprofen (motrin children), ketorolac tromethamine (toradol), lidocaine (xylocaine), methocarbamol (robaxin) from (B)(6) 2012 to (B)(6) 2012, midazolam hydrochloride (versed), neostigmine bromide (prostigmin), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), promethazine, rocuronium bromide (zemuron), suxamethonium chloride (anectine) and topiramate (topamax) since 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2007, the patient experienced abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2008, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, mood swings, migraine, headache, vaginal discharge, fatigue, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage, dysgeusia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysgeusia, fatigue, genital haemorrhage, headache, migraine, mood swings, urinary tract disorder and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2006: negative; on (B)(6) 2007: negative. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (left),occluded left tube by essure device, no essure device seen on right side; on (B)(6) 2007: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2006: ut retroverted, right ovary well, left ovary not seen. Essure coil noted in right horn. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - location of device: migration to uterine horn/ migration of essure device - right essure device misssing location unknown, not seen the fallopian or in the right hemipelvics.') And genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (ess205) (batch no. 621690-not valid,508903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and menometrorrhagia. Concurrent conditions included vaginal itching, menorrhagia, retroverted uterus, soreness of joint, back pain, shoulder pain, epigastric pain, dizziness, acute vaginitis, blood pressure high and vitamin d deficiency. Concomitant products included ascorbic acid;biotin;calcium pantothenate;calcium phosphate dibasic;cyanocobalamin;ferrous fumarate;folic acid;magnesium oxide;manganese sulfate;nicotinamide;potassium sulfate;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acid succinate;zinc sulfate (multi vitamins & minerals) since 2000, butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2015, caffeine;paracetamol (excedrin) from 2006 to 2015, cefixime (flexeril) from (B)(6) 2015, dexamethasone, drospirenone;ethinylestradiol (yasmin), ethinylestradiol;norgestimate (sprintec) from (B)(6) 2014 to (B)(6) 2015, fluconazole (diflucan) from (B)(6) 2013 to (B)(6) 2015, glycopyrronium bromide (robinul), hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen) from (B)(6) 2015, ibuprofen (motrin children), ketorolac tromethamine (toradol), lidocaine (xylocaine), methocarbamol (robaxin) from (B)(6) 2012, midazolam hydrochloride (versed), neostigmine bromide (prostigmin), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), promethazine, rocuronium bromide (zemuron), suxamethonium chloride (anectine) and topiramate (topamax) since (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge/ yellow vaginal discharge"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pruritus ("vaginal itching"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). On (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 3 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth/ other injury(ies) or complication please describe: metal taste in mouth."). In (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2007, the patient experienced abdominal pain lower ("lower abdominal pain") and pelvic pain ("chronic pelvic pain"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) mild spotting") and menometrorrhagia ("menometrorrhagia (excessive and continous bleeding with clots)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), metrorrhagia ("spotting in between cycles") and vaginal infection ("vaginal infections") with vulvovaginal burning sensation. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, migraine, headache, vaginal discharge, fatigue, bladder disorder, urinary tract disorder, vaginal haemorrhage, fungal infection and menometrorrhagia outcome was unknown and the genital haemorrhage, mood swings, dysgeusia, abdominal pain lower, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, pelvic pain, vulvovaginal pruritus, metrorrhagia and vaginal infection had resolved. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion: (B)(6) 2006; (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2006: negative; on (B)(6) 2007: negative. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (left),occluded left tube by essure device, no essure device seen on right side; on (B)(6) 2007: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2006: ut retroverted, right ovary well, left ovary not seen. Essure coil noted in right horn.. Lot number reported 621690 is inv . Most recent follow-up information incorporated above includes: on 30-oct-2019: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device - location of device: migration to uterine horn/ migration of essure device - right essure device misssing location unknown, not seen the fallopian or in the right hemipelvics.') And genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure (ess205) (batch no. 508903, 621690) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and menometrorrhagia. Concurrent conditions included vaginal itching, menorrhagia, retroverted uterus, soreness of joint, back pain, shoulder pain, epigastric pain, dizziness, acute vaginitis, blood pressure high and vitamin d deficiency. Concomitant products included ascorbic acid;biotin;calcium pantothenate;calcium phosphate dibasic;cyanocobalamin;ferrous fumarate;folic acid;magnesium oxide;manganese sulfate;nicotinamide;potassium sulfate;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acid succinate;zinc sulfate (multi vitamins & minerals) since 2000, butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2015, caffeine;paracetamol (excedrin) from 2006 to 2015, cefixime (flexeril) from (B)(6) 2015 to (B)(6) 2015, dexamethasone, drospirenone;ethinylestradiol (yasmin), ethinylestradiol;norgestimate (sprintec) from (B)(6) 2014 to (B)(6) 2015, fluconazole (diflucan) from (B)(6) 2013 to (B)(6) 2015, glycopyrronium bromide (robinul), hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen) from (B)(6) 2015 to (B)(6) 2015, ibuprofen (motrin children), ketorolac tromethamine (toradol), lidocaine (xylocaine), methocarbamol (robaxin) from (B)(6) 2012 to (B)(6) 2012, midazolam hydrochloride (versed), neostigmine bromide (prostigmin), ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet), promethazine, rocuronium bromide (zemuron), suxamethonium chloride (anectine) and topiramate (topamax) since (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge/ yellow vaginal discharge"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pruritus ("vaginal itching") and vulvovaginal burning sensation ("vaginal buring"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). On (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 months 3 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth/ other injury(ies) or complication please describe: metal taste in mouth."). In (B)(6) 2007, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2007, the patient experienced abdominal pain lower ("lower abdominal pain") and pelvic pain ("chronic pelvic pain"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) mild spotting") and menometrorrhagia ("menometrorrhagia (excessive and continous bleeding with clots)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), metrorrhagia ("spotting in between cycles") and vaginal infection ("vaginal infections"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, migraine, headache, vaginal discharge, fatigue, bladder disorder, urinary tract disorder, vaginal haemorrhage, fungal infection and menometrorrhagia outcome was unknown and the genital haemorrhage, mood swings, dysgeusia, abdominal pain lower, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, pelvic pain, vulvovaginal pruritus, vulvovaginal burning sensation, metrorrhagia and vaginal infection had resolved. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menometrorrhagia, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: discrepancy noted date of insertion: (B)(6) 2006; (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2006: negative; on (B)(6) 2007: negative. Hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (left),occluded left tube by essure device, no essure device seen on right side; on (B)(6) 2007: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2006: ut retroverted, right ovary well, left ovary not seen. Essure coil noted in right horn. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs&mr received reporter information, lot no was added. New event added vaginal bleeding, menorrhagia, yeast infection, uti, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menometrorrhagia, pelvic pain female, vaginal itching, vaginal buring, metrorrhagia, vaginal infections. Severity added pelvic pain, lower abdominal pain. And event outcome added. Concomitant drugs , medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.